Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data synchronization was not starting because of an incorrect .json file setting. A technical support specialist configured .json file setting and initiated data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where patient information was not transferring to the station. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.